Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott valve. During the procedure, the valve was able to be implanted successfully at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, mild paravalvular leak (pvl) was observed and post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 20mm, unspecified balloon. Trace pvl was observed; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported to be discharged.